Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was not performing the air removal step of the load procedure. Tandem technical support educated the customer on consistently performing the air removal step. The customer replaced the pump supplies and resumed insulin therapy. Customer's blood glucose was in the range of 230-240 mg/dl.

Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.